Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revg1020 showed six other similar product complaint(s) from this lot number. Complaint numbers: (391593, 403561, 403565, 404134, 410159, 416306).

Event description:
It was reported that the doctor implanted a long term catheter from right internal jugular on (B)(6) 2012. From that time to (B)(6) 2012, hemodialysis was successful. On (B)(6)2012, the doctor found the pt's catheter out of position 1cm when he was in hemodialysis. The doctor checked and confirmed that the cuff was still in pt's body. The catheter separated from the cuff. The doctor had to change a new catheter on (B)(6) 2012.